Manufacturer narrative:
Follow up 31-jul-2015: follow up information received from the consumer via health authority (B)(4). Consumer reported that in 2009 when she had the essure implants it was said that the coils were made of the same material that is used in a heart transplant and very safe. Well till recently she has discovered that it is not made of the same materials used in heart transplants. It also stated that the coils did not affect your menstrual cycle, but she has had nothing but trouble. She received a pamphlet about essure. She mentioned that she needed a camera put into her stomach and had ultrasounds. She has seen general practitioners who either have not heard of essure or know very little about it. She stated that she was one of those patients where her body was having adverse reactions to the implants and it was making her ill and also mentioned that she should be given the option to have them removed albeit a hysterectomy of some form, it was not a choice but a necessity to improve her health. On (B)(6) 2014: she was in the middle of having CT scans and other investigations as she was having a lot of health issues. On (B)(6) 2015: she has now had a hysterectomy, they removed everything except for the ovaries. For the 1st time in 5yrs she was totally pain free, the nausea and vomiting has gone and she has not had to take a single anti-ickness drug. She has not had any antihistamines either for the rashes. Her abdomen changed shape instantly, back to the shape it was before she had essure. She saw the orthoptists every 6 weeks and every time she went this was a slight improvement in her vision, and this occurred strangely enough after having the hysterectomy, to think last year she was developing an autoimmune condition called mg (interpreted as myasthenia gravis) for short to her eyes, it made her wonder would she has ended up with the full effects of the condition, if essure was left in place. She also mentioned that essure was inserted for sterilization and that once she learned what the cause was (essure), the only option was to have a hysterectomy, and it has been the best decision she made. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-aug-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer via regulatory authority (ha). She had essure (fallopian tube occlusion insert) inserted and experienced abdominal distension, menstrual cycle abnormal, pre-menopausal symptoms, nausea prophylaxis, blood in urine, pelvic pain female, pelvic restricted movement, blurred vision, facial hair growth, rash recurrent, migraine, leg muscle tremors and general physical condition abnormal. Later, it was informed that she was developing an autoimmune condition called mg for short to my eyes (seen as myasthenia gravis). All events were considered serious by the regulatory authority. The events abdominal distension, menstrual cycle abnormal, pelvic pain female and rash recurrent are listed in the reference safety information for essure; while the remaining events are unlisted. In this case, there was a positive temporal relationship between essure insertion and the reported pelvic pain and its consequence pelvic restricted movement, rashes, abdominal distension and changes in consumer's menstrual cycle. Later, the patient had a hysterectomy (it was removed everything except for the ovaries) and then she became totally pain free (positive dechallenge) and recovered from rashes and abdominal distension. Considering this fact and positive dechallenge, causality with essure cannot be excluded. For the remaining events; essure is a metallic non-drug releasing implant with a local action in fallopian tubes. Considering this information and their nature, causality with the device is considered unlikely. This case was initially regarded as non-incident and then upgraded to incident after internal review. Upon receipt of follow up information it was informed the patient had a hysterectomy (required intervention related to the device) which confirmed the incident criterion. The product technical analysis concluded there is no suspicion of a quality defect based on the limited available information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(4) on 22-aug-2014 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 to prevent pregnancy. The consumer received the following concomitant medication: cerazette (desogestrel), domperidone (domperidone), fexofenadine hydrochloride (fexofenadine hydrochloride), loratadine (loratadine), lamictal (lamotrigine), ibuprofen (ibuprofen) and paracetamol (paracetamol). The consumer stated that she saw her gp in 2010 after a few months of having the implant due to a change in her menstrual cycle. Her periods were more frequent and heavier bleeding with blood clots and the period was longer than 5 days, which was her normal length. She had not suffered from heavy periods previously and she did not have clots. She had not been taking any form of hormonal contraceptive before having the implant. She had to use two forms of sanitary protection due to the heaviness of her period. She was feeling light headed during her period. Her gp referred her to have a blood test and an ultrasound. She was prescribed medication to lessen the bleeding. The ultrasound came back normal, without fibroids; one of her ovaries was unable to be found. The other ovary was normal. Her periods changed again in 2013; she had two periods consecutively in 10 days of her period, started with a heavier blood loss, went into a lighter flow and then hardly any blood flow. On the next day it started all over again with a heavier flow. Then, it stopped. In (B)(6) this year, she visited her doctor and internal scan to check her ovaries was performed. Again that came back as normal, but it was noted that there was free fluid and scaring. Her blood test came back normal for hormone levels. She was prescribed with progesterone to see if that would help. Her periods were later; approximately she had a 32 / 33 menstrual cycle. Before the implant she had a 28 day cycle, with a 5 day period. After the implant she suffered from vaginal bleeding for a day then it stopped. On day, she experienced a hemorrhage with large blood clots. This lasted a few days and she thought it was normal after having the implants. She had been suffering from a variety of symptoms since the implants; some of them were increasing in severity as time goes on. She had many blood tests and it always showed a slightly elevated white blood cell count; she had no infection. Periodically she broke out in a strange rash which looks like a few blisters clumped together, her gp had never seen this before. She also had hives and another identifiable rash. She was prescribed with high doses of anti-histamines as well as a cream, to whatever was causing this allergic response. She developed new symptoms like restricted pelvic movement; she was unable to tilt her pelvis to stand up due to pain in left pelvis, groin and she was unable to weight bare on her left leg to stand. But she was able to walk pain free but just felt tightness in that area. She was advised to increase the anti-inflammatory tablets. She had to install grab rails in her bathroom. This lasted 5 days. Her vision suddenly changed in (B)(6) 2014 she had blurred vision and difficulty in focusing, during the eye test she was told that she had increased pressure behind her left eye, due to increased fluid. She was been referred to the eye clinic at the hospital and she did not have any members of my family with glaucoma. Earlier of this year she had increased pelvic pain and a urinalysis was performed and showed a trace of blood in urine. In the course of the week she had increased to a moderate amount of blood in urine. She saw her doctor and was referred to an urologist and a blood kidney function test was done and was normal. She had never suffered so many ailments and been prescribed so many different tablets before having the essure implant. She was convinced that the essure was causing these symptoms as she had a variety of tests and they come back as normal, so her cells and tissue were healthy and normal, something was causing it. The essure was the cheapest option than having surgery, but she thought it was proving to be more expensive, due to the scans and tests and seeing a variety of consultants and doctors. The essure implants were an alien in her body and she thought these symptoms were her body's reaction to it. Ptc investigation result was received on 10-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are not indicative of a quality defect per se. The reported events are of broad nature and the majority of events was considered unrelated to the product by company. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no suspicion of a quality defect based on the limited available information. Correction on 05-jun-2015: after a company internal review case was regarded as incident. The list of similar cases contains essure reports received by bayer with similar events coded in (B)(4). In this particular case a search in the database was performed on 10-jun-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 333 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer via regulatory authority (ha). She had essure (fallopian tube occlusion insert) inserted and experienced abdominal distension, menstrual cycle abnormal, pre-menopausal symptoms, nausea prophylaxis, blood in urine, pelvic pain female, pelvic restricted movement, blurred vision, facial hair growth, rash recurrent, migraine, leg muscle tremours and general physical condition abnormal. All the events were considered serious by the regulatory authority. The events abdominal distension, menstrual cycle abnormal, pelvic pain female and rash recurrent are listed in the reference safety information for essure; while the remaining events are unlisted. In this particular case, there was a positive temporal relationship between essure insertion and the reported pelvic pain, rashes, abdominal distension and changes in consumer's menstrual cycle. Given this information and considering these events are possible adverse reactions during essure therapy, causality with the suspect insert cannot be excluded. Regarding pelvic restricted movement, patient related this event to her pain. Therefore, a causal relationship to essure cannot be excluded. For the remaining events; essure is a metallic non-drug releasing implant with a local action in the fallopian tubes. Considering this information and events nature, causality with essure is considered unlikely. This case was initially regarded as non-incident. However, after a company internal review of entry rules for essure cases, it was amended to incident (in line with ha's assessment); since consumer described chronic use of anti-inflammatory drugs (medical intervention required) and the use of grab rails in the bathroom (indicating a chronic restriction in mobility; which could be regarded as a permanent impairment). The performed product technical analysis concluded there is no suspicion of a quality defect based on the limited available information. No further information is expected.